Manufacturer narrative:
(B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had an intermittent issue which caused the error: 46507. The error log says that a battery condition was causing the fault, new tested batteries were used during the test. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. There was no indication the complaint was related to previous service of the device. History/error log review found multiple system fault errors occurred. Passed accuracy test (-0.136%). Reported error code could not be verified. However, however loss of power duplicated while running the pump for several days. Probable cause was the main board, and the main board was replaced. Unit passed all functional tests and upon running the pump with similar settings, this time the pump ran perfectly with any loss of power.